Event description:
Procedure type: unknown. According to the reporter: during the assembly of the device in the transducer, when the device was threaded in the transducer it broke. The internal screw of the device stayed in the transducer. There was no permanent damage. The event did not prolong the hospital say. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).